Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify battery out limit, motor error, no delivery alarms due to unresponsive button. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.